Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the picture noted an egia45amt. The jaws were open. Several loose staples could be seen between the jaws. Some of the loose staples appeared improperly formed. Visual inspection of returned product noted several loose staples were observed between the jaws. Some of the loose staples appeared to be improperly formed. It was reported that there was a staple formation issue and that the staple line was incomplete distally. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported a leak was observed on the staple line. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there was a staple formation issue and a leak was observed on the staple line. It was also found that the staple line was incomplete distally. Suturing was performed as staple line reinforcement to address the incomplete staple line and leak. The surgical time was extended by 25-30 minutes as a result of the event.